Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure when iol was implanted, the lens had a linear defect involving iol optic.the iol was removed and replaced during the initial procedure. There was patient contact. Additional information has been received that in surgeon opinion the event was caused by the injector. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of trailing haptic stuck to iol, had a linear defect involving iol optic (in and out); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).